Event description:
Kimberly-clark received a report from (B)(6), stating, "gastropexy sutures snapped during procedure." Kimberly-clark made additional attempts to obtain information. Photos of the disks were provided but no additional information was received. Four locking disks in photo, two with suture and t-bar attached and two with no suture. There is no mention of patient injury in the complaint. Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and showed that the product met all manufacturing specifications. The device was not returned to kimberly-clark for analysis. If any additional relevant information is identified, the additional relevant information will be submitted in a supplemental report. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.